Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No excessive "no delivery" alarm noted. Unit had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 490 mg/dl which was treated with manual injection. During troubleshooting, customer did not have a plunger and was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer disconnected and reconnected reservoir and infusion set and insulin did exit. Customer was also assisted in performing a 5.0 unit manual prime and insulin did not exit. It was reported that alarm only occurred when connected to the body. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was not able to assemble new reservoir or infusion set. Insulin pump would be replaced per customer's request.